Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4) - event 7: we received one perifix one 401 filter set in original packaging. The returned perifix one 401 filter set was taken to a visual examination. The sample was handed over in closed condition. Damages were not detected at the sample. Furthermore the connection between the catheter and the catheter connector was taken to a tensile strength test according to the test plan. Nominal: min. 5.5 n. Actual: 11,95 n. The tensile strength is within the specification. After examination of the respective documentation of the production (shift protocol, results of worker self-control and in-process control, machine documentation, cleaning protocol, etc.) No deviations could be ascertained in the mentioned period. The defect is due to a development error and already known. Therefore this complaint is considered as confirmed. The complaint is filed for statistical purpose. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and or additional pertinent information becomes available, a follow up report will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (B)(4): connector/catheter-detached.